Event description:
While using a "butterfly" needle to draw a patient's blood, the plastic portion of the needle filled up with blood and started to flow out of the back of the device. There was no pt harm but it resulted in messy bed linens.